Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed one complaint relating to the reported event. However, the complaint was unable to be confirmed. A review of provided imagery was performed, and the following was observed: two pinholes were present on opposing sides of distal balloon shoulder, and the patient access vessels had presence of tortuosity with concentrated calcification areas above bifurcation. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The complaint for balloon leak was confirmed based on imagery review. As reported, during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst after deflation of the valve. The burst was not visible on fluoroscopy, but was noticed as the operator pulled blood back while pulling negative on the atrion. Upon visual inspection of the balloon on the back table, two very small pinhole leaks on each side of the distal portion of the balloon was observed. Imagery review revealed that patient's access vessels had presence of tortuosity and calcification. Calcification can present a challenging condition for the balloon during tracking through the system via unfavored interactions between the balloon and calcific nodules. Calcific nodules could have compromised the structure of the balloon wall via puncture, local overstretching, open cell impingement, or stress concentration. Furthermore, tortuous anatomy could have also promoted unfavored interactions between the inflation balloon and the crimped valve struts, due to non-coaxial juxtaposition, at the time of valve alignment and/or delivery system tracking. This in turn could have weakened the inflation balloon material by making it susceptible to leakage. As such, available information suggests patient (calcification, tortuosity) and/or procedural factors (non-coaxial interaction with valve strut) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon burst after deflation of the valve. The burst was not visible on fluoroscopy, but was noticed as the operator pulled blood back while pulling negative on the atrion. The devices were removed with no issues or injury. Upon visual inspection of the balloon on the back table, two very small pinhole leaks on each side of the distal portion of the balloon was observed. The patient was stable at the end of the procedure, and the valve was fully deployed and functioning well.